Event description:
It was reported that during the use of the product, the inflation line got detached from the pilot balloon. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
No product was returned for investigation. Similar customer complaints have been recently received therefore internal non-conformity report (B)(4) was raised with purpose to evaluate this issue. Root cause of this issue is currently unknown